Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer changed the supplies on the pump. The customer's blood glucose (bg) level ranged from 319 to 598 mg/dl with a moderate to large ketone level. A healthcare provider indicated that the ketone level was dangerous. Insulin injections were administered to address the high bg level. Tandem technical support had the customer perform a system check after the most recent occlusion alarm and the occlusion appeared to possibly be related to the infusion set site. The customer removed the cannula and no issues were observed. The customer stated that there was scar tissue in the area of the site; however, the school nurse stated that the scar tissue was not the cause of the occlusions. The customer stated that the site would be changed.